Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. One unused sample with lot number 511800964x was received for evaluation. Visual and functional inspection was performed on the physical sample received. As result, the issue reported by our customer was not confirmed; the blue y connector did not leak. The component y-connector 12 fr is produced by external supplier. According with supplier, the most likely root cause could be due to poor tooling condition; the tool needed replacement to avoid the issues. The personnel were notified about the incident. A complaint notification was sent to supplier to request corrective action. The supplier personnel were notified about the incident. They are still conducting hourly visual and pressure test. The supplier is currently building a new tool. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
Submit date: 09/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the ports of the tube are not closing correctly. The port did not resist the pressure, causing it to open and liquids to leak. The blue port is not sealed and it leaks. When doing a manual infusion of liquids, the ports disconnect more easily. The blue ports is detaching off of the tube. This caused the personnel to get stained by gastric liquids from the patient.